Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address label, serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.